Event description:
The customer stated, that he tested his blood glucose and received a reading higher than usual. While troubleshooting, he performed control tests and received results of 182 and 176 mg/dl. The normal range was 87-120 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement test strips were sent to the customer.